Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the longevity of the ventricular leadless pacemaker's (vlp) had decreased. The physician did not allege premature battery depletion, rather, it was stated the decrease in longevity was due to high capture thresholds which required a high output. The pacing output was decreased which restored the previous longevity diagnostic. The patient was asymptomatic and stable throughout the changes.